Event description:
It was reported the battery and lead were explanted due to loss of stimulation/therapeutic effect. It was stated the device was no longer working for the patient and he hadn¿t been using it. The patient had the device off and thought it should be removed. The patient¿s status was alive with no injury.

Manufacturer narrative:
Product ID: 3889-28, lot# v011742, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).